Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected   visual examination of the provided pictures identified a tibial implant that has been removed from a patient with foreign material attached. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. Radiographs were provided, however they are undated and a timeline to correspond to the allegations cannot be established. The revision surgery was confirmed by the images provided, however the loosening that was claimed could not be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a knee revision procedure. Subsequently, the patient was revised one year later due to significant bone loss and poor fixation with cement and aseptic loosening.

Manufacturer narrative:
(B)(4). G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: 42557000114 stem extension tapered cemented 14mm dia +30mm lot# 65264198, MDR: 0001822565-2023-01024; 42555805105 tibial augment cemented half block left medial size ef 5mm lot# 64982113, MDR: 0001822565-2023-01026; 42555805305 tibial augment cemented half block left medial size ef 5mm lot# 64925183, MDR: 0001822565-2023-01027. Additional associated products: 42512100712 articular surface medial congruent left 12mm lot# 64807641; knee-unk-persona patella; knee-unk-persona femur; unk bone cement.

Event description:
It was reported the patient underwent a knee revision procedure. Subsequently, the patient was revised on 2 years later due to significant bone loss and poor fixation with cement and aseptic loosening.